Event description:
During a pcl repair procedure the screw threads seemed to "melt/shrunk away" upon insertion. A soft tissue graft was being utilized. The screw was replaced with an additional screw. Sales rep confirmed that the surgeon was performing the repair when the screws threads seemed to collapse or melt when being placed in the tibia. The surgeon did not use a starter or a tap. An additional 8x30 calaxo screw was used to complete the repair. Sales rep later confirmed that the surgeon used a starter prior to placement of the screw but he did not think it was one of ours. No delay reported. No patient injury or complications resulted.

Manufacturer narrative:
Device is not being returned for evaluation, therefore, no determination could be made for the reported device failure.